Event description:
On (B)(6) 2013, the patient underwent an uneventful ilasik on both eyes. Noted diffuse lamellar keratitis (dlk) on both eyes at 1 day post op. Surgeon changed steroid from pred forte four times daily (qid) to durezol qid. On (B)(6) 2013, surgeon elected to lift and irrigate flap left eye. On (B)(6) 2013, visual acuity sans correction was 20/15 right eye and 20/30 left eye. Pin hole was 20/30 left eye. Flap lifted and irrigated left eye. Patient continued with durezol.

Manufacturer narrative:
Amo's field service engineer was dispatched for preventative maintenance. Fse completed the preventive maintenance. No additional problems or observations were made. System meets all amo specifications. Customer reported that the case of dlk had resolved. The surgeon was blaming the laser energy, so the customer had amo's clinical development manager (cdm) in for their last case day. They had 2 more cases of dlk that needed to be lifted but one was on a patient that they did not use the intralase on so that ruled out the laser. Customer indicated that no cause has been identified. Customer was wondering if it was due to sponge fibers, as the surgeon rests a sponge over the hinge during ablation. Surgeon will change that next time.